Event description:
The customer received questionable testosterone results for qc material and for one patient sample. The customer refused to provide the date on which the event occurred. The initial result was >1500 ng/dl with a data flag. The sample was repeated and gave the same result. This result was reported outside the laboratory and questioned by the doctor as it was not where the patient usually runs. Two days after the initial testing, the sample was repeated on an analytical e module analyzer and the result was 350 ng/dl twice. The sample was then repeated on the original analyzer and the result was 350 ng/dl twice. The repeat result was believed to be correct and a corrective report was issued. No treatment was performed based the initial result as it was caught by the doctor. The patient was not adversely affected. The testosterone reagent lot number was 16850006 with an expiration date of 10/31/2013. The field application specialist found there was a possible reagent handling issues. She checked the reagent packs for foam or bubbles, made sure packs have not been premixed and made sure packs are the right temperature. She noted the issue was isolated to certain reagent packs. To verify the analyzer operation, precision testing was run on all four measuring cells. Fresh reagent and fresh qc was used and all points were within (B)(4) of mean and precision with in specifications. The field service representative was unable to determine a cause. He verified the system components were functioning correctly. Performance testing performed well.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.